Event description:
It was reported that when attempting to post dilate a stent, the catheter balloon burst. The catheter was removed & replaced with another of the same make to complete the procedure. No pt injury or further complications were reported.